Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no issues that could have caused or contributed to the reported issue. Based on the legal manufacturer¿s investigation, the issue was caused by the incorrect cable being connected from the ultrasonic device to the cv-190.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Olympus technical support determined, through communication/interviews with the customer, that the cause of the reported problem was isolated to the wrong cable used to connect the olympus cv-190 to the non-olympus image management device. Once the correct cable was attached, the issue was resolved.

Event description:
A user facility reported to olympus that the olympus cv-190 was not producing an image on a 3rd party image management device. There was no patient injury or harm, associated with the problem, reported to olympus.